Manufacturer narrative:
Batch review performed on 20 march 2018; lot 146638: (B)(4) items manufactured and released on 03 december 2014. Expiration date: 2019-10-31. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event. Clinical evaluation performed by medical affairs on 02 march 2018: almost 3 years after primary cemented tka, the screw that secured the tibial insert to the tray backed out spontaneously. It has been removed arthroscopically. One possible cause for self-unscrewing of these screws is insufficient tightening torque, but other unknown factors might also play a role. No conclusion can be drawn with the information available on this case.

Event description:
Arthroscopic removal of the inlay locking screw due to unscrewing.

Manufacturer narrative:
Visual inspection of the explanted insert fixation screw performed 26 april 2018: loosened insert safety screw occurred about 3 year after primary surgery. Screw has been already removed by arthroscopy. The head and the threaded part of the screw looks slightly damaged. Threads of the screw could have been plastically pressed once that, backed out from the baseplate, were interposed between the femoral component and the tibia insert and underwent to the body load. No other components have been removed, so we can suppose that they have been found in good condition during arthoscopy to remove the screw. The most-likely cause for self-unscrewing of the screw after 3 years from implantation, was insufficient tightening torque using a screwdriver provided with a torque limitation would prevent this event. But other unknown factors might also play a role. No further considerations can be done with the information available